Event description:
It was reported that the patient was to undergo a revision due to high impedance. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.